Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 151474: (B)(4) items manufactured and released on 03 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: stem revision in cementless tha 1,5 years after primary. The reasons for stem failure can hardly be determined through the x-ray: the stem looks fixed in the lateral view, while a relevant radiolucency of unknown meaning is visible in the frontal view. According to report, the stem was partially fixed in the femur. A metallosis has been reported, and the origin is totally unclear, but it could be responsible for the possible osteolysis along the medial side of the stem. The cause for this event is to date not determined.

Event description:
Revision surgery due to thigh pain and stem radiolucency. On the x-ray and scintigraphy, radiolucency was detected. Despite the images favorable to a dislocation, the stem did not come easily and this necessitated opening of the femur. At the incision, the surgeon found a peri-synovial metallosis.

Manufacturer narrative:
On 26 june 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The coating of the stem was almost totally absorbed and some fibrotic tissue was present inside the macrostructures, especially in the distal body. Three grooves were noticed on the neck closed to the taper, occurred during the extraction with specific stem extractors or pincers. The ceramic ball head revealed lots of scratches on the rim and on the base, and some little signs also on the surface. From the received pieces it was not possible to determine the root cause of the event.